Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right femoral artery using a 6f 90cm non bsc introducer sheath. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left peripheral artery below the knee. After crossing the lesion with a 0.014×175cm non bsc guide wire, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. On the first inflation at 5 atmospheres, contrast media leakage was confirmed under angiography. The device was removed from the patient and it was confirmed that the balloon ruptured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.